Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The customer contacted olympus technical assistance support (tac) via phone and unit keeps power cycling self-stuck on blue olympus screen. Customer states unit looks like it was dropped. Advised to attempt new outlet, directly connected bypassing power strip. Unit still unable to get past blue olympus screen. The customer informed tac of the event and was confirmed by the tc. The device will not be returned to olympus for evaluation. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was self-stuck on a blue screen. The issue was found during inspection for use. There were no reports of patient harm.